Manufacturer narrative:
The customer checked ise tubing and this was fine. The alarm trace showed no issues. All system reagents were changed and primed a couple of times. The calibration then failed a few times for na. When calibrating again, it passed and controls were fine. The customer ran all testing in duplicate for 24 hours and the next day, the issue occurred again. No details were provided. The electrodes were changed and no incidents were reported by the customer after this.

Manufacturer narrative:
With relation to the erroneous na values, the investigation was unable to find a definitive root cause. The erroneous ca2 value was not reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for 5 patient samples tested for ise indirect na for gen.2 (na) on a cobas 6000 c (501) module - c501. No erroneous na results were reported outside of the laboratory. One of the five samples also had erroneous results for alb2 albumin gen.2 (alb2), ca2 calcium gen.2 (ca2), and ureal urea/bun (ureal). It was asked, but it is not known if any erroneous results were reported outside of the laboratory for alb2, ca2, and ureal. Refer to the attachment for all patient data. For all test results, no units of measure were provided. All samples were automatically repeated by the analyzer. No adverse events were alleged to have occurred with the patients. The lot number and expiration date of the na electrode were asked for, but not provided. The lot numbers and expiration dates of the alb2, ca2, and ureal reagents were asked for, but not provided.

Manufacturer narrative:
With relation to the erroneous alb2, ca2, and ureal data, the investigation was unable to find a definitive root cause. The customer did not have any further issues.